Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-06650. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was duplicated. The dso (downstream occlusion sensor) calibration failed. Investigation found uso / dso sensor not operating as intended. Both sensors were replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating a smiths medical cadd solis hpca pump failed downstream occlusion and could not calibrate . No adverse effects were reported.